Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed loss of capture and sensing of the right ventricular lead. The lead was explanted. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.